Manufacturer narrative:
The reported intermittent undersensing was due to low r-wave amplitudes that were below the maximum sensitivity of the device during a vf episode. The device was tested on the bench and using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient expired. Review of session records post-mortem revealed that the patient was in ventricular fibrillation. Intermittent undersensing of r-waves led to return to sinus detection while the arrhythmia was still active. There were no previous episodes of undersensing recorded by the device. All lead measurements were normal.